Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg would not connect to the patient controller and patient lost stimulation. Patient denied undergoing a surgical procedure, MRI or rf ablation. Troubleshooting was unsuccessful in resolving the issue. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.